Event description:
It was reported that this right ventricular lead exhibited noise and high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.